Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1924902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) popped as it was being pulled back, after prep according to IFU. There were no adverse patient effects. Arteriotomy was closed with manual compression. The device is expected to be returned for evaluation. The procedure used was retrograde approach. The deployer¿s mynx training status was mynx certified. The mynx vcd prepped according to IFU instructions. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized, or patient's hospitalization was extended as a result of the event. The patient¿s outcome/status was recovered after the mynx event. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) popped as it was being pulled back, after prep according to the instructions for use (IFU). There were no reported patient injuries. The procedure used was retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to the IFU. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status was recovered after the mynx event. The arteriotomy was closed with manual compression. Other additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1924902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The returned device showed a longitudinal tear in the balloon, approximately 3mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. Without the return of the procedural sheath a complete investigation could not be performed. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.